Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. Trunk cable's front pulse wire was nicked inside the dn, exposing a bare wire, and causing a short to the pca. The root cause for the nicked wire could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the ECG electrodes were non-functional.